Manufacturer narrative:
Indicated ni for no information available for lot #. Device manufacture date and expiration dates are unknown. This complaint was identified internally and generated for ncmr 10304. Per the ncmr, the part will be destroyed.

Event description:
Per complaint (B)(4), during an internal review, a part was identified as missing a label.